Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. The customer did not mention any symptoms of their blood glucose levels except lack of energy. The customer treated in emergency medical service and hospitalization. Customer's had diabetic ketoacidosis and was in intensive care. She had uti. Customer lives in nursing home and 2 days later sugar was high again. The third time customer was taken to a different hospital. Troubleshooting was performed. The customer had visited to emergency medical service and was hospitalized on (B)(6) 2017 at evening and again on (B)(6) 2017. The blood glucose value when admitted to hospital was 700 mg/dl and was also stated 600-700 mg/dl. The customer complained about hyperglycemia and throwing up. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.